Manufacturer narrative:
Initial and final MDR 1918145 - MDR 3003442380-2024-15279 - device 4 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced five infusion sets cannula kinked events between 31-may-2024 to 7-jun-2024. All the events occurred within 3 hours of insertion and the insertion site for first three events was at abdomen and other two events were at upper buttocks. The blood glucose level at the time of events was 20 to 21 mmol/l and patient resolved all the events by replacing infusion set and resumed insulin successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.